Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was most likely wireless re-access as impella pulled out of the appropriate position and wire-less re-access attempted to cross the valve. The impella device is not indicated for wireless re-access. Corrections to the initial MFR report: d9 date device returned to MFR should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump came out of the appropriate position; therefore, the pump was explanted. No patient harm was reported.